Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-07675. It was reported ((B)(6)) during an ipg replacement procedure on (B)(6) 2018, the extension exhibited high impedances intra-operatively. The physician used a new ipg; however the high impedance issue persisted. The system was left implanted. Follow-up identified the patient experienced ineffective stimulation post-operatively. Subsequently, an additional procedure was undertaken on (B)(6) 2018 during which the lead was explanted and replaced. The extension was explanted as well. Stimulation was restored post-operatively.

Event description:
Device 1 of 2 : reference MFR. Report: 1627487-2018-07675.